Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA (510k) #: k011028, k013227.

Event description:
Dr. Indicated fixture mount was stuck. The drilling was made according to the protocol, primary stability was obtained at the moment of unscrew the fixture mount it was stuck, it was impossible to unscrew it. 15 minutes delay. New implant was placed n the same surgery. Tooth site # 30.

Manufacturer narrative:
(B)(4 impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified malfunction. Wear markings on mount. Functional testing was performed but the mount does not disengage/release from the implant. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 46 (fdi) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1249707). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1249707) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.